Manufacturer narrative:
The customer stated that their device was returned to physio-control at the end of 2017. However, physio has no record that the device was received. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.